Manufacturer narrative:
Plant investigation has not yet been completed. A follow report will be filed, upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment, an external blood leak occurred. The leak was visually observed leaking into the line at the arterial end of the dialyzer. Test strips were not used to confirm. Estimated blood loss was 100cc. The pt had no adverse effects and non medical intervention was required. The pt completed treatment with a new set-up. Sample is not available for MFR eval.